Manufacturer narrative:
This complaint has been reported during a literature review performed by the post market surveillance group. The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. \device disposition is unknown.

Event description:
The manufacturer became aware of a pmcf from st. Cloud hospital, USA. The title of this report is ¿a retrospective data collection of the treatment of wrist fractures with the variax 2 wrist fusion system¿ which is associated with the stryker ¿variax 2 wrist fusion¿ system. Within that publication, post-operative complications/ adverse events were reported, which occurred from april 2017 to january 2019. It was not possible to ascertain specific device details from the report, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 2 complaints were initiated retrospectively for adverse events mentioned in the report. This product inquiry addresses nonunion followed by revision. The report states: ¿unfortunately, he did develop a nonunion which was identified on 04/05/2017. Treatment of the nonunion was started with a bone stimulator. Unfortunately, the bone stimulator failed to achieve consolidation at the fusion site. He did require a secondary operation with a repeat right wrist fusion on 01/05/2018.¿